Event description:
Initial result for hcg stat assay was <0.01 miu/ml. Rerun of same sample recovered 280 miu/ml. No info provided if results were used to guide therapy. The field service rep determined the customer was using an inappropriate sample type for the hcg stat assay. The field service rep performed performance check tests.